Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not advise a shock for what clinicians believed to be a shockable rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, analyze and defib testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed the analyze button was pressed, however, the device was not in defib mode. This causes the device to display select defib mode message. Defib mode must be selected for the analysis feature to be used. Review of the device log showed no indication of a device malfunction. The clinical data file for the reported event was not available for review. No trend is associated with reports of this type.